Event description:
It was reported by the patient that they were having numerous issues with their pacemaker and they want it taken out. The patient was referred back to their physician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.